Manufacturer narrative:
We checked the returned unit and confirmed that the insertion flexible tube (ift) spiral closer condition. Based on the result, we concluded that it was caused due to the excessive force applied on the insertion flexible tube. In addition, we confirmed that the bending rubber perforated, the light guide cable buckled, the bending rubber attached impurities, the insertion flexible tube (ift) attached impurities, and the objective cover lens attached impurities; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) hardened.